Event description:
It was reported that the patient presented remotely via (B)(6).net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) device went into backup mode. The device was reset and restored successfully. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) device went into backup mode. The device was reset and restored successfully. There were no patient consequences.